Manufacturer narrative:
The insulin pump powered up properly after battery installation. No noise anomaly noted. The insulin pump received with intermittent act button response due to flattened button dome switch. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer stated that the pump seemed to making noises on the screen where it says status and the time and date. Customer mentioned that they had high blood glucose but it was due to them being sick. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.